Event description:
Since 2/92, history of cme, armd, front-back syndrome and cloudy vision. On 10/2/92, pseudo-bullous keratopathy diagnosed. On 10/20/92, corneal transplant-anterior vidrectomy. Iol exchange performed.